Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze/mist issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the smoke/haze/mist issue is the oil mist filter. The field service engineer adjusted this part and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The fse identified the oil mist filter was loose causing the oil mist leakage. The fse re-installed the and re-seated the oil mist filter to resolve the reported "smoke/mist" issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an event of "smoke" emitting from the sterrad 100nx sterilizer while running a cycle. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.